Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug, unknown (30 mg/ml at 6.0 mg/24hrs) via an implantable pump for unknown indications for use. It was reported that the pump was replaced due to normal end of service (eos). Two weeks post op the patient came into office and the surgeon was worried about possible infection. Antibiotics were given and the pocket was cleaned. Swaps were collected and no infection was noticed upon opening of wound. The surgeon decided to replace the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the pump was removed and replaced due to normal elective replacement indicator (eri) on 2021-oct-07. It was noted the patient was brought into the operating room (or) on (B)(6) 2022 and they asked the rep to bring a new pump. It was brought to the rep¿s attention later that the pocket was suspected to be infected and that was the reason they wanted a new pump. So, pump, sn (B)(6) was replaced with pump, sn (B)(6). It was noted the tissue sample provided no sign of infection and the surgeon believed that there was no reason to suspect anything was wrong with the pump and catheter, as the patient experienced no issues with therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.